Event description:
It was reported in an anonymized study report summarizing the data of the a.l.p.s. Small and large fragment collected on a clinical study with the university of leeds that a patient suffered from prominent metalwork and skin irritation which led to a device removal. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Report source: UK. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.